Manufacturer narrative:
Section a. Patient information: not available despite good faith efforts. Analysis of the returned driver revealed that the tips of the driver was damaged and completely sheared off. The damage to the driver was sufficient to prevent functional testing. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor removed the driver after noticing that the spacer had failed to deploy and that the driver tip was broken. The procedure was completed using a new device, and that the patient did not experience any adverse affects. It was noted that there was no thick bone, osteophytes, or other obstructions such as soft tissue or bone causing resistance and that the physician did not use excessive force during the procedure and that the event occurred during the application of sagittal wiggle.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor removed the driver after noticing that the spacer had failed to deploy and that the driver tip was broken. The procedure was completed using a new device, and that the patient did not experience any adverse affects. It was noted that there was no thick bone, osteophytes, or other obstructions such as soft tissue or bone causing resistance and that the physician did not use excessive force during the procedure and that the event occurred during the application of sagittal wiggle.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: not available despite good faith efforts. Analysis of the returned driver revealed that the tips of the driver was damaged and completely sheared off. The damage to the driver was sufficient to prevent functional testing. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: not available despite good faith efforts. Analysis of the returned driver revealed that the tips of the driver was damaged and completely sheared off. The damage to the driver was sufficient to prevent functional testing. It has been observed that when the driver is not fully seated onto the top of the implant and only half the tip interfaces into the spindle, any additional lateral movement during implant deployment, with a large lateral applied force could result in the observed sheared driver tips. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor removed the driver after noticing that the spacer had failed to deploy and that the driver tip was broken. The procedure was completed using a new device, and that the patient did not experience any adverse affects. It was noted that there was no thick bone, osteophytes, or other obstructions such as soft tissue or bone causing resistance and that the physician did not use excessive force during the procedure and that the event occurred during the application of sagittal wiggle.